Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2002, d314trg crt-d implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead was replaced. When the physician was performing the replacement procedure it was noted the right ventricular (rv) lead had an insulation breach. The rv lead was also replaced. No patient complications have been reported as a result of this event.